Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device reached end of service status "due to a lot of treated ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes and anti-tachycardia pacing therapy." It was also reported there was an unknown product issue with the right ventricular (rv) lead. The device and lead were removed and replaced. The patient is a participant in the improve post market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.